Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /physical pain/chronic pelvic pain') in a 25-year-old female patient who had essure (ess205) (batch no. 623457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test". The patient's medical history included upper abdominal pain and grand multiparity. Concurrent conditions included polymenorrhoea, menses irregular with excessive bleeding, diarrhoea, cramp in lower abdomen, leiomyoma of uterus, unspecified, perineal pain, cervical polyp, rectovaginal septum abscess and cervix inflammation. Family history included breast cancer. Concomitant products included cetirizine hydrochloride (cetrizine) from (B)(6)2016 to (B)(6)2016, nsaids from (B)(6)2007 to (B)(6)2007, paracetamol (acetaminophen) from (B)(6)2007 to (B)(6)2007 and promethazine from (B)(6)2016 to (B)(6)2016. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2017, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psych injury/psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and diarrhoea ("chronic diarrhea"). The patient was treated with surgery (robotic hysterectomy (full), bilateral salpingectomy followed by cystoscopy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the depression, anxiety and diarrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, diarrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for chronic pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: essure device was successfully occluded. Ultrasound pelvis - on (B)(6)2007: small myomata are noted. The largest myoma measures 2.3 cm and involves the anterior aspect of uterus. No ovarian cystic or solid mass is seen. X-ray of pelvis and hip - on (B)(6)2017: rectovaginal tissue, rectovaginal septum abnormal,cervix absent and string not visualized in cervix.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Lot number: 623457 manufacturing date: 2007/02 expiration date: 2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2009: plaintiff fact sheet received, new reporter, new event chronic diarrhea and she did not undergo conformation test were added . Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included polymenorrhoea, heavy periods, diarrhea, cramp in lower abdomen, uterine leiomyoma and perineal pain. Family history included breast cancer. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy followed by cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted : date of insertion noted : (B)(6) 2007. She received treatment for pelvic/ chronic abdominal pain and menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded / bilateral occlusion. Diagnostic results: surgical pathology report: uterus, cervix, bilateral fallopian tubes hysterectomy, bilateral salpingectomy: cervix: chronic inflammation endometrium: proliferative phase endometrium myometrium:: no significant' histopathologic changes. Bilateral 'fallopian tubes; no. 'Significant histopathologic changes benign serosal adhesions. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: new events abdominal pain, psych injury and menorrhagia (heavy menstrual bleeding) was added. Lab data updated. Reporter causality comment added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /physical pain/chronic pelvic pain') in a 25-year-old female patient who had essure (ess205) (batch no. 623457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included upper abdominal pain and grand multiparity. Concurrent conditions included polymenorrhoea, menses irregular with excessive bleeding, diarrhoea, cramp in lower abdomen, leiomyoma of uterus, unspecified, perineal pain, cervical polyp, rectovaginal septum abscess and cervix inflammation. Family history included breast cancer. Concomitant products included cetirizine hydrochloride (cetrizine) from (B)(6) 2016, nsaids from (B)(6) 2007, paracetamol (acetaminophen) from may 2007 to july 2007 and promethazine from (B)(6) 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psych injury/psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy followed by cystoscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for chronic pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2007: small myomata are noted. The largest myoma measures 2.3 cm and involves the anterior aspect of uterus. No ovarian cystic or solid mass is seen. X-ray of pelvis and hip - on (B)(6) 2017: rectovaginal tissue, rectovaginal septum abnormal,cervix absent and string not visualized in cervix. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Lot number: 623457, manufacturing date: 2007/02, expiration date: 2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /physical pain/chronic pelvic pain') in a 25-year-old female patient who had essure (ess205) (batch no. 623457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included upper abdominal pain and grand multiparity. Concurrent conditions included polymenorrhoea, menses irregular with excessive bleeding, diarrhoea, cramp in lower abdomen, leiomyoma of uterus, unspecified, perineal pain, cervical polyp, rectovaginal septum abscess and cervix inflammation. Family history included breast cancer. Concomitant products included cetirizine hydrochloride (cetrizine) from (B)(6) 2016 to (B)(6) 2016, nsaids from (B)(6) 2007 to (B)(6) 2007, paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2007 and promethazine from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psych injury/psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy followed by cystoscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for chronic pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2007: small myomata are noted. The largest myoma measures 2.3 cm and involves the anterior aspect of uterus. No ovarian cystic or solid mass is seen. X-ray of pelvis and hip - on (B)(6) 2017: rectovaginal tissue, rectovaginal septum abnormal,cervix absent and string not visualized in cervix. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs and mr received- model number was updated from ess305 to ess205. New events abnormal bleeding (vaginal), depression and mental anguish were added. Events' onset date were added. Concomitant drugs, medical history and lab data were added. Patient's demographic details were added. Reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove essure on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.